Manufacturer narrative:
This report has been submitted on august 20, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on 21 april 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.